Manufacturer narrative:
A review of historical complaints for information related to the reported complaint could not be performed as the lot number for the icy catheter was unknown. The device associated with this complaint was held by the hospital's risk management and will not be returned for evaluation. Since the device was not returned, physical investigation could not be performed and a root cause could not be determined. In the case the device is returned, the complaint will be re-opened to perform an investigation.

Event description:
It was reported that an air trap alarm was observed on the thermogard console's display screen and that the saline bag was observed to be empty on (B)(6) 2017. The reported event was observed a day after the icy catheter was placed at the patient's right femoral vein. The patient had angiogram with attempted percutaneous catheter insertion (pci). It was noted that there were no known issues encountered during catheter insertion and the console was used for cooling a cardiac arrest patient. The console was in run mode for about 6 to 12 hours. Upon assessment and inspection by the hospital nurse, it was stated that the start up kit (suk) and catheter had no visible leaks and the floor was not wet. There was no blood observed in the tubing and the luers. Following the event, the nurse was instructed over the phone by a zoll's technical service representative and the following were noted: the in luer was aspirated and flushed with saline, and was able to draw back. The saline was able to flush out of the out luer and there was no blood observed. A new suk set up was used and the saline bag was marked for lowering fluid levels. The nurse confirmed the lowering fluid level on the saline bag and was instructed to replace the catheter. During catheter replacement, it was reported by the doctor, an experienced cardiologist, that resistance was felt during catheter removal. The doctor physically cut the catheter in two pieces with scalpel on the most distal balloon first balloon to be seen upon removal (femoral vein balloon). These cuts does not indicate a possible catheter failure. There was no known patient consequence and the patient reportedly continued cooling with surface wraps. No further information was provided.